Event description:
On (B)(6) 2010, the kci rep reported via telephone that the bed was alarming left upper leg open and bed will not prone. There was no reported injury.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2010 and met specifications prior to pt placement. The kci field service associate reported that upon arrival to the pt's room it was determined that the wire for the pt left upper leg pack tape switch was cut and replaced at the healthcare facility. The field service associate reported that he was unable to determine how the tape switch wire was cut after delivery to the facility. The bed was inspected upon return to the kci service center by the field service associate. On (B)(6) 2010, the bed met specifications and passed quality control inspection.